Event description:
It was reported that the patient did not have a successful trial. It lasted 5 days however the wire came loose and they did not redo. The patient was not aware of the restrictions prior to being implanted. It was noted that the patient had not discussed with anyone the trial results before being implanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).